Event description:
During a hip replacement procedure the surgeon ws putting an acetabular screw into the cup and tightening it when the tip broke off. The surgeon was able to complete the procedure without any further incidences and the tip being broken did not cause any problems afterward.